Event description:
It was reported that during a routine follow up, interrogation found that the pulse generator was in backup vvi operation. The patient was undergoing radiation therapy. After a device software download, normal function resumed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.